Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited unstable and unacceptable parameters with loss of capture observed. The lead was repositioned, but the measurements did not improve. The pacing threshold values were greater than 5v@0.4ms. The lead was removed and a new lead was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited unstable and unacceptable parameters with loss of capture observed. The lead was repositioned, but the measurements did not improve. The pacing threshold values were greater than 5v@0.4ms. The lead was removed and a new lead was implanted successfully. No adverse patient effects were reported. The attempted lead was returned for analysis.